Manufacturer narrative:
Concomitant medical products: icf09b52 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a polarity switch to unipolar. Isometrics were performed; showing normal readings. The lead was programmed back to bipolar and will continue to be monitored. The lead remains in use. No patient complications have been reported as a result of this event.